Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the returned ligator head had six bands attached. The handle did not have marks of the trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth, including the bands, and the suture hole, were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the device did not have any visual damage. The returned unit did not show evidence of either the alleged problem(s) or any defect which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire of the speedband superview super 7 device was not secured; however, per the speedband superview super 7 multiple band ligator instructions for use, "secure trip wire in slot on handle unit" which was not followed, and this could have caused inability of the device to deploy the bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.